Event description:
Note: this report pertains to the first of two captivator cold single-use snare used during the same procedure. It was reported to boston scientific corporation that a captivator cold single-use snare was used during a colonoscopy/endoscopy procedure performed on, (B)(6) 2024. During the procedure, the snare was not responsive when it was opened and closed, there was no feedback, and it was not confirmed when the snare was cutting. A second device was used with the same problem. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a050702 captures the reportable event unable to cut. Block h11: block h5, block h2, and block h6: (device codes) have been updated.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a050702 captures the reportable event unable to cut. Imdrf device code a090402 captures the reportable event of device unable to deliver energy.

Event description:
Note: this report pertains to the first of two captivator cold single-use snare used during the same procedure. It was reported to boston scientific corporation that a captivator cold single-use snare was used during a colonoscopy/endoscopy procedure performed on (B)(6) 2024. During the procedure, the snare was not responsive when it was opened and closed, there was no feedback, and it was not confirmed when the snare was cutting. A second device was used with the same problem. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.